Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-ray images were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified there is increased spacing of the glenohumeral joint suggesting possible partial dislocation. No fracture is identified although study is significantly limited. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the pmi group that a custom glenoid component with constrained option is needed for possible revision due to instability. No revision procedure has been reported to date as the procedure has been delayed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-ray images were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified there is increased spacing of the glenohumeral joint suggesting possible partial dislocation. No fracture is identified although study is significantly limited. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure due to instability. Attempts have been made and no further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that the revision occurred as planned. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by (B)(6) that a custom glenoid component with constrained option is needed for possible revision for unknown reason. No revision procedure has been reported to date as the procedure has been delayed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.